Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two left ventricular (lv) leads dislodged during the slitting process. It was noted that the patient's anatomy contributed to the lead dislodgements. The physician implanted the right atrial (ra) lead and right ventricular (rv) lead successfully. The following weekend the patient was readmitted with a moderate pericardial effusion. The effusion was resolved with medical management. The ra and rv lead remain in use. No further patient complications have been reported as a result of this event.